Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was related to internal leakage test, pressure transducer test and safety valve test failure during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Pressure transducer circuit board has been replaced to resolved the issue. Neither the device's log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).